Manufacturer narrative:
Trackwise - (B)(4). Updated section - b4, b5, d9, g3, g6, h2, h3, h6, h11. Corrected section: h6 health effect ¿ clinical code - from "4580" to "4582". The reported device is an OEM device; therefore, a lot of history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply a/c cord did not work. The procedure was completed with a new power supply. There was no patient harm. There was a slight delay while they hooked up the new device. Biomed came to the conclusion that the vh-3010 box tested properly, the a/c cord was bad, so they threw it away and placed a universal cord on the vasoview power supply and placed it back in working rotation.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that t.w. Power supply did not work.